Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Qc was acceptable prior to the event. The provided spin time might be shorter than recommended. The field service engineer found the ise mixing tower was missing the o-rings. He replaced the o-rings on the ise tower. Precision studies were performed and they were within specifications. The instrument was performing within specifications. The customer performed calibration and qc and they were successful. The service actions (replacing the o-rings on the ise tower) resolved the issue. No further issues were reported afterward.

Event description:
We received an allegation of questionable ise results for 1 patient serum sample tested on a cobas integra 400 plus analyzer. Results for the sodium (na) test were affected. Initial result: 126 mmol/l. Repeat result: 132 mmol/l. The repeat result was deemed to be correct. Reportedly, an amended report with the correct result was issued.